Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that difficulty in catheter removal occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. An opticross¿ imaging catheter was selected for use. During a percutaneous coronary intervention (pci), during the 3rd pullback resistance was felt when retracting about 20mm and when the catheter was slightly pulled, the image disappeared. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported.